Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed a cracked enclosure near the drain fitting which was causing a leaking. There was also wear and tear damage on the tank cover, front cover, and line cord. The lcd display was also blank. The investigator subsequently filled the tank with water, attached a temperature check fixture, plugged in the line cord, and turned on the power switch. The customer reported product problem (blank lcd display) was confirmed during testing. The device was otherwise functioning as intended. The aforementioned product problem was attributed to a faulty pcb. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The following components were replaced: pcb, enclosure, front cover, tank cover, line cord, and reflux plug. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
Information was received that a smiths medical level 1 hotline low flow system will not turn on. No patient involvement.